Event description:
The hosp reported that during a coronary artery bypass procedure, three heartstring iii seal unraveled during anastomosis. The hospital observed that one of the seals may have been cracked. A replacement device was used to complete the procedure. The hosp did not report any pt effects. The hospital will reportedly not be returning the products in question. The surgeon stated that this was a redo coronary artery bypass procedure and the pt had a diseased aorta.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).